Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that electrodes 6 and 9 reads "avoid" upon interrogation. The issue was unresolved and no further action was planned. No symptoms were reported.